Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 6 years. Through follow-up with the health-care provider, it was learned that the valve was explanted due to tricuspid stenosis and regurgitation, secondary to calcification.

Manufacturer narrative:
Based on our additional follow-up, the patient had shown signs of worsening tricuspid dysfunction over the last several months. Echocardiogram demonstrates rather severe tricuspid insufficiency now refractory to conservative medical therapy. Per the operative report, the valve was inspected and found to have significantly undergone degeneration and was explanted in the usual fashion. The tissue annulus was debrided. Valve sutures were placed. This was sized and found to accommodate a 25 mm prosthesis which was washed. A bovine pericardial edwards prosthesis was selected. The valve was lowered in placed and tied and found to fit perfectly. Following complete and thorough warming, the patient was weaned from bypass without difficulty. The patient was taken to the ICU in stable condition.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. Although the root cause cannot be confirmed, it appears that the stenosis and regurgitation was likely due to the calcification noted. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.